Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: product was returned. No damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. This is consistent with torsional overload.

Event description:
It was reported that the patient underwent a spinal surgical. It was reported that the tip of the driver broke off during screw placement. No additional patient complications were reported.